Event description:
It was reported by the customer that the device was stuck on tissue. Reviewed steps to disengage device that was reported to be stuck on tissue. Two attempts were made to reverse knife blade and disengage from tissue were unsuccessful. No other information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: during what kind of procedure was the device used? -double sided lung transplant operation (first side/right; second loading on inferior pulm. Vein. How was the device removed /how was the procedure completed? -the device ¿stuck¿ and could not be removed. We resected the right lung complete by handsewing intra-pericardial. Was it used on thick tissue? -no. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? -yes. Was the cartridge correct inserted, did they hear the ¿click¿? -yes. Was the device fully articulated? Degree of articulation? -yes, medium articulation. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? -all around the completed resected inferior pulm vein, close to the heart, with good view on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? -second (first firing on the right upper pulm vein, with no problems). During which stroke did the event occur? -closing, waiting, firing, end of cutting>¿stuck¿. Knife blade did not withdraw completely what color cartridge was being used? -white. What other color cartridges were used before and after this event? -one white before. Was buttressing material utilized? If so, which product? -no, normal vascular tissue. Was the instrument fired across or near an existing staple line or clip? -no, no other material than lung vessel. Were any unexpected noises heard? If so, when? -absence of final knive-¿click.¿ were any of the forces higher or lower than expected (closing, firing, or opening)? -normal procedure, until ¿jammed.¿ after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -on multiple telephone advices, we tried everything, but nothing worked. Was there any difficulty removing the device from the tissue? -this was the problem!; device could not be removed. Was removed with resected right lung. Is there any other additional information you would like to share about this device or procedure? -we were not pleased with this situation. !! What was the patients condition after the procedure was completed? How was the procedure completed? Is the device available to be returned for analysis? 09.03.2015 additional information provided by dr. (B)(6), received per affiliate: as this is a lung transplant: there is a statement that the right lung was complete resected, see below. Is that the lung that should be replaced (¿bad¿)? Or did this happen with the ¿good¿ one? How was the device removed /how was the procedure completed? -the device ¿stuck¿ and could not be removed. We resected the right lung complete by handsewing intra-pericardial. Was there any difficulty removing the device from the tissue? This was the problem!; device could not be removed. Was removed with resected right lung it was the "bad" lung in the lotx procedure (right side/first side/ the side to be resected in the receiving patient)). Cystic fibrosis patient 39jr old with severe adhesion at the lung hilum. At the donor side no staplers are used for the lung vessels. Staplers are used at the receiving side to expose the lung hilum temporarily and reduce blood loss. For your information here in short the lotx procedure; -donor site; after inserting pulmoplegia- hand cutting of the lung vessels with knife and scissors- stapler of bronchi & trachea- preparing for transport. -receiving site; anaesthesia- double lung ventilation- start at right side- exposure of central pulmonary artery(1) and lung veins (2) at the hilum of the lung- resection by stapler (3x) of the lung vessels- cutting of the right bronchus- further exposure of the bronchus and central vessels close to the heart- surgical preparing of the donor lung- resection of all surplus material including bronchus stapler lines- sewing by hand of the new donor lung at the exposed hilum- repeating the procedure at the left side-closure of the wound(s).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.